Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. 3 years post op it was found that the screw was broken at l1 and l3 and fusion was not complete. The patient underwent a revision surgery; portions of the screw were not able to be retrieved from the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4) pseudoarthrosis. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.